Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was taken to the emergency room due to low blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly except for a basal rate that was set too high. The customer stated, she did not set the basal rate to that amount. Nothing further was reported.